Manufacturer narrative:
Additional mdrs associated with this article: 3025141-2019-00160: case 1, 3025141-2019-00161: case 2, 3025141-2019-00163: case 4, 3025141-2019-00164: case 5, 3025141-2019-00165: case 6, 3025141-2019-00166: case 7, 3025141-2019-00167: case 8.

Event description:
Article: the clinical implications of heterotropic ossification in patients treated with radial head replacement for trauma: a case series and review of literature. Bowman, seth h., barfield, william r., slone, harris s., shealy, gerald j., walton, zeke j. Journal of orthopaedics 13 (2016) 272-277. Case 3: heterotopic ossification formed post op; the ossification restricted range of motion. Revision surgery was performed with the primary goal of increasing range of motion.